Manufacturer narrative:
The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms.  They have been reported as a rare complication following surgical or transcatheter aortic valve replacement.  This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Attempts have been made to obtain additional details of the reported event; however, the information was not forth coming. The cause of the event is unknown.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), 8 hours after the successful implant of a 29 mm sapien xt valve in aortic position by tf approach, the patient became hemodynamically unstable, therefore, a post-procedural echocardiography was performed which did not reveal any issues. Unfortunately, the patient passed away on pod1. As per doctor's opinion, the cause of death was a septum auricular fistula.

Manufacturer narrative:
Reference CAPA-20-00141.